Manufacturer narrative:
(B)(4). D10: exodontia elevr #46r, serrated cat# 09-0252, lot# 232758. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the elevator was fractured during a procedure. No patient harm or delay was reported. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were corrected: h4. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. A visual inspection was conducted on the returned elevator. The returned elevator shows signs of multiple uses including heavy marking and scratching on the elevator surface. Further inspection shows that the elevator has fractured at the tip. The fractured tip was not returned. The complaint is confirmed. A determination cannot be made as to what caused the elevator to fracture. A fracture analysis was not conducted as the product shows signs of multiple uses and with a field age of two years. Review of the DHR identified no deviations or anomalies a definitive root cause cannot be determined. The reported event is confirmed, based on provided photos. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were corrected: d4 : lot #. D10: lot #. The following sections updated: b4, b5, d4, d9, d10, g3, g6, h2, h4, h11. D10: exodontia elevr #46r serrated, cat# 09-0252, lot# 00384284. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.